Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the rf (radio frequency) head label is missing backing. Analysis also found the rf head is out of specification on electromagnetic field immunity functional test; rf head cable found out of electrical specification. Rf head magnet is damaged. (B)(4).

Event description:
It was reported the rf (radio frequency) head was working just fine, but it had the ¿rubberish¿ piece peel off of the belly of the rf head. The rf head was returned for repair. No patient complications were reported as a result of this event.